Event description:
The surgeon provided additional info stating he does not feel the symptoms are serious and that the pt describes the same symptoms in the fellow eye. An intraocular lens (iol) was implanted in the fellow eye in 2001.

Event description:
A surgeon reports that a pt complained of 'shaking vision' and light flashes several weeks after intraocular lens (iol) implantation. The surgeon examined the pt with a slitlamp, the lens was seated well in the capsule and no tearing of the capsule was observed. No defects were observed to the lens. Add'l info has been requested.